Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician saw a malformation of the tip of the neuron max 6f 088 long sheath (neuron max) upon removal from the packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the distal tip was fractured. The packaging tape was intact and secured to the packaging card. The packaging mandrel was unsecured from the packaging card. The neuron max was kinked approximately 38.5 cm from the hub. The reported complaint did not involve device functionality, therefore, functional analysis was not performed. Conclusions: evaluation of the returned neuron max confirmed a device with a fractured distal atraumatic tip. If the packaging mandrel becomes unsecured from the packaging card during retraction of the device from the packaging, the distal tip may become pinned between the packaging mandrel and the packaging tube. If the device is retracted while pinned, damage such as this may occur. Further evaluation revealed that the neuron max was kinked. If the device was removed from the packaging at extreme angles, damage such as a kink may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.